Event description:
It was reported via a trial that on (B)(6) 2011, the patient was admitted to the hospital with an acute stroke and an nih stroke score(nihss) of 6. The patient was treated with revascularization of the left internal carotid artery. During the procedure to implant an rx acculink stent, the patient was noted to have dysphagia, worsening aphasia, agitation, and worsening right sided weakness. The post-procedure nihss was 16, and the event was diagnosed as reperfusion syndrome. The symptoms waxed and waned over the next few days, but had resolved without treatment by the discharge date on (B)(6) 2011. The nihss on (B)(6) 2011 was 0. Head CT on (B)(6) 2011 showed maturation of the subacute ischemia (prior stroke), interval resolution of the reperfusion injury, and no evidence of hemorrhage. The patient was discharged, but then readmitted the same day with worsening dysarthria and right sided weakness lasting 1 hour. No treatment was provided, and the episode was diagnosed as a transient ischemic attack. The patient was then discharged on (B)(6) 2011 with resolution of symptoms. Follow-up nihss on (B)(6) 2011 was 2. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: there was no reported product deficiency. The reported patient effects of neurological deficit/dysfunction, transient ischemic attack (tia) and weakness are a known observed and potential adverse events as listed in the acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.